Event description:
During surgical procedure attempting to use novasure, patient sustained perforated uterus.unsure of exact nature of the cause of the perforation. Laparoscopy performed and uterine perforation repaired. Patient admitted to hospital overnight for observation.====================== health professional's impression======================does not know.